Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was returned, and an evaluation was completed. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue were identified. Based on the results of the investigation, the bending section cover leaked, and fluid invaded the scope connector. As a result, b30 error occurred. However, a definitive root cause could not be determined. In addition, it is likely that physical stress such as by rubbing/ hitting the insertion section, chemical stress from reprocessing not recommended by IFU (reprocessing manual), and stress from inferior storage environment (in direct sunlight, at high temperatures, in high humidity or exposed to x-rays and/or ultraviolet rays, etc.) Caused the coating to peel. However, a definitive root cause could not be determined. The following information is stated in the instructions for use (IFU): ¿important information ¿ please read before use ¦precautions: caution turn the video system center on only when the endoscope connector is connected to the light source. In particular, confirm that the video system center is off before connecting or disconnecting the endoscope connector. Failure to do so can result in equipment damage, including destruction of the image sensor. ¦precautions for disappeared or frozen endoscopic image: warning follow the precautions given below. Otherwise, the endoscopic image may disappear unexpectedly, or the frozen image may not be restored during the examination. 3.8 "inspection of the endoscopic system" ¦inspection of the endoscopic image confirm that the wli and nbi endoscopic images (except bf-mp290f) are normal. 5.1 "troubleshooting" if any irregularity is observed during the inspection described in chapter 3, ¿preparation and inspection¿, do not use the endoscope and solve the problem as described in section 5.2, ¿troubleshooting guide¿. If the problem still cannot be resolved, send the endoscope to olympus for repair as described in section 5.4, ¿returning the endoscope for repair.¿ also, should any irregularity be observed while using the endoscope, stop using it immediately and withdraw the endoscope from the patient as described section 5.3, ¿withdrawal of the endoscope with an irregularity.¿ the following information is stated in the instructions for use (IFU): 3.3 ¿inspection of the endoscope¿ 4. ¿inspect the external surface of the entire insertion section, including the bending section and the distal end for any irregularities such as dents, bulges, swelling, scratches, peeling of coating, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customers reported issue air/water leak was confirmed. Additional findings include; the bending cover had leakage, there were dents on the insertion tube, the protector was damaged, the suction connector was corroded, and the angles were insufficient. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The customer reported to olympus that there was an air/water leak with the bronchovideoscope. The issue occurred during reprocessing. The patient was not under anesthesia. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: b30 scope communication error was found due to defective suction connector and the coating of the insertion tube peeled off. There were no reports of a delay or patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.